Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 (mg/dl) and consumed juice to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: the pump data recorded multiple basal insulin rate changes, temporary basal insulin rate changes, and boluses throughout the event date. Any miscalculations during these settings adjustments could account for the low blood glucose (bg) event. The basal insulin rate was changed 65 times within a 24 hour period on the event date ranging from 0 units/hour to 8.75 units/hour. The customer did not enter bg values into the pump, so it cannot be identified as to the time of the day the low bg event occurred. After review of the pump data, there was no evidence that a pump malfunction caused the customer's low bg event.